Manufacturer narrative:
No product return per the customer.

Event description:
Per the customer, at the end of the procedure there was a bar code found to be missing from the device. The procedure was completed successfully without a surgical delay; no adverse consequences or medical intervention were reported.